Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there is a possibility that the flash of the front panel occurred since the internal parts of the subject device temporarily malfunctioned. Also, the subject device gives beep sound when the device detected abnormal heat. Therefore, there is a possibility that the subject device was used under a high temperature or was used with the ventilating duct covered and the temperature inside the device abnormally increased. This may have caused the device to give a beep sound.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the repair of the device, olympus found that all leds of the front panel flashed. Olympus also found that the device made a noise like a beep sound. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.